Manufacturer narrative:
Follow-up #1: date of submission 03/18/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the pump powered on with auditory and vibration to a blank screen. The battery compartment was undamaged; a test cap was able to fit securely to the pump. Further testing was not able to be performed due to the blank screen. The pump¿s cover was removed and the display screen was found to be damaged and cracked. A test display was installed, but the blank screen remained blank. Evaluation revealed that the eeprom component had failed. The complaint of a no power issue was unable to be adequately investigated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 ,the reporter contacted animas alleging a power (no power) issue. It was reported that the there was no power in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.